Event description:
It was reported that a user of the ilet experienced hyperglycemia despite not eating, with a blood glucose value of 283 mg/dl, and troubleshooting and education were completed with no device alerts or alarms reported. Symptoms included no physical complaints. Outcomes included no escalation of care or hospitalization. Investigation included review of user-reported event details and device use context. Investigation of this case revealed no confirmed device malfunction or component issue and no identifiable external cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.